Event description:
It was reported that a shaft break and subsequent stent dislodgement occurred. The target lesion was located in the tortuous and calcified left anterior descending (lad) artery. An unspecified stent was located in the proximal lad which was implanted months ago. The target lesion was distal to the previously implanted stent. The lesion was wired and pre-dilated. A 2.25x32mm promus premier¿ stent delivery system (sds) was then advanced ; however the device was unable to be placed as distally as desired. When the physician attempted to remove the promus premier, it was noted that sds ripped at the bi segment inner shaft, resulting in a detachment of the device. Snaring was performed; however, the undeployed stent, tip of the delivery system and a portion of the balloon with the distal marker were left behind. The patient was sent for single vessel left internal mammary artery (lima), coronary artery bypass grafting (CABG) and foreign body removal. The stent remains in the lad and the other device fragments were removed during surgery. No further patient complications were reported and the patient is doing very well.

Manufacturer narrative:
Age at time of event: 60-70 years of age. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: part of the stent delivery system (sds) was returned for analysis. The distal portion of the delivery system was not returned for analysis. The returned proximal portion of the delivery system found that the delivery system mid-shaft was broken; proximal to where the port bond skive location would be. The shaft corewire shows no signs of kinking or damage and remains intact within the proximal portion of the device. This would suggest that the device did not experience excessive forces at this location other than excessive tensile forces that led to the mid-shaft break. The mid-shaft was found to be kinked and the hypotube section of the device was found to have multiple kinks along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that a shaft break and subsequent stent dislodgement occurred. The target lesion was located in the tortuous and calcified left anterior descending (lad) artery. An unspecified stent was located in the proximal lad which was implanted months ago. The target lesion was distal to the previously implanted stent. The lesion was wired and pre-dilated. A 2.25x32mm promus premier¿ stent delivery system (sds) was then advanced ; however, the device was unable to be placed as distally as desired. When the physician attempted to remove the promus premier, it was noted that sds ripped at the bi segment inner shaft, resulting in a detachment of the device. Snaring was performed; however, the undeployed stent, tip of the delivery system and a portion of the balloon with the distal marker were left behind. The patient was sent for single vessel left internal mammary artery (lima), coronary artery bypass grafting (CABG) and foreign body removal. The stent remains in the lad and the other device fragments were removed during surgery. No further patient complications were reported and the patient is doing very well.